Event description:
During emergent intubation found handle not tightened to lampholder, which caused blade to flop. Anesthesia reporting that this situation is potentially life threatening. Anesthesia recommending MFR change the handle threading to be opposite what it is; therefore if handle is not completely tightened, the normal procedure/position/placement of blade will not be affected. By threading handle in opposite direction, during blade placement and intubation handle will tighten.